Event description:
A pt reported experiencing high results with a surestep meter. In 2001, pt's blood glucose was 110 versus the labs 133 mg/dl. Test were done 11-20 minutes apart. Pt did not experience any adverse events. No further information has been reported.